Event description:
It was reported that this device entered safety mode while still in pre-implant status. The device was not implanted. No patient involvement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was returned in the box and was thoroughly inspected and analyzed. Interrogation of the device confirmed to be in safety mode. Review of device memory identified an error. The error resulted in three software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this device entered safety mode while still in pre-implant status. The device was not implanted. No patient involvement.